Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touch screen was out of specification. Analysis also found the stylus was missing and the power bay assembly was worn. Errors found in the programmer update history.

Event description:
It was reported there was a problem with pen calibration. It was also reported there was an issue with the programmer display; the pen does not respond to the commands and calibration cannot be performed. Another backup programmer was used. The programmer was returned for service. No patient complications have been reported as a result of this event.